Event description:
It was reported that "the balloon got ruptured in the patient body after insertion of the catheter. The user removed the catheter and finished the procedure because it was in the final stage of the procedure. No injury to the patient was reported". The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). UDI#: (B)(4).

Manufacturer narrative:
Qn# (B)(4). UDI# (B)(4). The reported complaint that "the balloon got ruptured" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "the balloon got ruptured in the patient body after insertion of the catheter. The user removed the catheter and finished the procedure because it was in the final stage of the procedure. No injury to the patient was reported". The patient status is reported as "fine".